Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, a difference between sensor glucose and blood glucose values. The customer reported a blood glucose value of 29 mg/dl at the time of the hypoglycemic event, and the event was treated by an emergency room visit. The event involved product(s) mmt-7040a. Troubleshooting was performed. Insulin delivery was not suspended. The customer reported a blood glucose value of 286 mg/dl. The customer reported a sensor glucose value of 101 mg/dl. The customer noticed that the difference between sensor glucose and blood glucose was more than 30%. Troubleshooting was not performed for the hypoglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: customer reported having a sensor glucose versus blood glucose issue. Per follow-up for case-(B)(4), the sensor glucose versus blood glucose issue for the current case was not related to the low blood glucose of 29mg/dl mentioned in the current case that is documented in case-(B)(4). There was no consequence and no treatment per sap harm/treatment fields for the current case. Sensor is not returning for analysis.